Event description:
Dealer called stating that when the user went to sit on the 65650 rollator, the frame above both rear wheels allegedly bent. User fell on top of the rollator. No injury, but user is sore. No medical intervention sought.